Manufacturer narrative:
The lot number was not provided therefore DHR could not be reviewed and manufacturing date not determined. The surgeon stated the patient re-fractured his ankle which lead to the infection. Based on this information, this event was not a product related issue but a consequence of a post operative re-injury.

Event description:
Surgeon stated the patient re-fractured his ankle which lead to the infected hardware. The wound was cleaned and the patient is currently doing fine. Surgeon states the implant needs to be removed due to an unstable fixation. There is no revision surgery scheduled at this time. This device is used for treatment.